Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient developed capsular contracture. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 300cc gel breast prosthesis developed baker grade iii capsular contracture in her left breast. The capsular contracture was diagnosed by a healthcare professional. As a result, the patient underwent explantation and replacement with a mentor smooth gel 350cc breast prosthesis on (B)(6) 2020.